Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion and incontinence. The existing cuff was explanted several months prior and was now being replaced. There were no further patient complications.